Event description:
It was reported the pt reported he had a brown-red drainage at the lead incision site. The physician met with the pt on (B)(6) 2013 and placed the pt on antibiotics for 7 days. It was reported the drainage had stopped by the next appointment, but the pt was still taking antibiotics.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.